Event description:
Related manufacturer reference number: 2017865-2023-14253. During a clinic follow-up, p wave amplitude variation was observed on the right atrial (ra) lead and a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of both the ra and rv leads. The cause of both lead dislodgements were suspected to be due to the lack of lead slack. The ra and rv leads were repositioned to resolve the event. The patient was stable and will continue to be monitored.